Manufacturer narrative:
It was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr confirmed the reported issue by reviewing the events log. The main board was replaced, the unit was tested, and placed back into service working to specification.

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4). It was documented that the customer reported a "circuit occlusion" alarm but that alarm condition is not present on the vela ventilator. It is understood that the customer was referring to a "circuit fault" alarm condition. Customer contact attempts have been made to clarify the reported issue but the customer has not responded to previous attempts for additional information.

Event description:
It was reported that the ventilator alarmed motor fault and circuit occlusion. It is unknown if there was any patient involvement.

Manufacturer narrative:
Results of investigation: the vela main printed circuit board assembly (pcba) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to part failure from a supplier's manufacturing process. The issue will continue to be internally investigated.